Event description:
Distal body melted, burned. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body leakage. Based on the result, we concluded that it was caused due to the excessive force applied on the control body. In addition, we confirmed that the operation channel leaky, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR.